Event description:
It was reported that during a laparoscopic assisted hysterectomy procedure, the device was leaking from the valve. It would appear that the leak was coming from the joint between the removable top and the shaft of the device. Another device was used to complete the procedure. There were no adversive consequences for the patient.

Manufacturer narrative:
Date sent: 03/02/2009. Information anticipated, but unavailable at this time.